Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their infusion sets. The customer states their blood glucose level was between 300 mg/dl and 400 mg/dl. The customer states they had blood at site and air bubbles in the cannula. The customer declined to troubleshoot the device. The customer was advised replacement sets would be sent.